Event description:
A user facility reported that while using the single use aspiration needle for an endobronchial ultrasound-guided transbronchial fine needle aspiration, the needle did not come out of the sheath. The procedure was discontinued and only a screening test was performed. No delay occurred, and no injury/harm to the patient occurred. The patient was referred to another hospital for treatment.

Manufacturer narrative:
Full facility name:(B)(4) hospital. The device was not returned to olympus. The root cause cannot be conclusively determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the findings are as follows: the complaint of "the needle did not come out of the sheath" was not confirmed. However, the sheath tip was damaged and deformed. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the deformation at the sheath tip may have contributed to the reported event. Furthermore, the reported failure is a known phenomenon, likely due to the needle experiencing excessive resistance and/or angulation. The damage observed on the sheath tip was likely due to mishandling. The event can be detected/prevented by following the instructions for use (IFU) which state: "when inserting the instrument into the endoscope, the distal end of the needle tube may become bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and ultrasound image; otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur." "Do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." This supplemental report includes updates to d9 and h3. Also, a correction has been made to g2 to provide information that was inadvertently not included on the initial medwatch. Olympus will continue to monitor field performance for this device.